Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center further evaluated the customer's device and was unable to duplicate or reproduce audio / voice prompt malfunction. A cause of the reported issue could not be determined. Device archived by stryker maastricht.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker performed an initial evaluation and observed that their device did not provide any voice prompts when the device was powered on. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.